Manufacturer narrative:
(B)(4). As a lot/batch was not provided, a device history could not be performed.

Event description:
It was reported that during a robotic assisted laparoscopic sigmoidectomy on 16, the device malfunctioned during the surgery. The surgery was converted to open and an unplanned diverting colostomy was performed. Recovery was stated as complicated, painful, and debilitating.

Manufacturer narrative:
(B)(4).